Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The sponge was found completely separated from the minicap. There was no patient involvement. No patient injury or medical intervention was reported along with this complaint. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed and found the sponge completely separated from the cap. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was verified; however, the cause could not be determined. An ncr has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.